Event description:
The device was returned to the manufacturer after being explanted due to reaching eri (elective replacement indicator). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned, analyzed, and analysis found the device to have no telemetry, no output at preliminary analysis. The device went to no output, no telemetry condition due to the high current drain condition which caused the battery to become completely depleted. The cause high current drain can be attributed to the current leakage in the battery filter capacitors.